Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been recieved to date.

Event description:
This male pt was presented to the interventional lab for an angioplasty procedure of the right superficial femoral artery (sfa). The vessel was described as heavily calcified and moderately tortuous. The physician made access to the pt in the left femoral artery and used a contralateral approach to access the lesion. There is no information as to if the physician had any difficulty accessing the lesion with a guidewire. When the balloon was placed in the lesion, and inflated with an inflation device, the balloon ruptured at 6 atmospheres. The physician used competitor's balloon (boston scientific, sasuga / size unk) to finish the procedure. The wire did not lose its position throughout the procedure. There was no reported injury to the pt.